Event description:
The customer reported that the probe of the ortho provue analyzer failed to pipette reagents and red cells into gel cards. Customer technical services performed troubleshooting with the customer by asking the customer to perform a prime cycle. The customer observed dripping from the handler system. The customer was not able to tell if any error code was posted. Fluid leak can lead to dilution or contamination of reagents / samples and erroneous test results.

Manufacturer narrative:
The customer indicated that the reagents on board were contaminated. The customer noticed droplets on the reagent carousel and centrifuge. All testing was aborted. No erroneous results were reported. Contaminated reagents were discarded. The customer removed the instrument from operation. A possible root cause was determined. An ocd field engineer arrived at the site and found that the syringe was leaking. The fe replaced the syringe, wash station assay, cleaned the analyzer and corrosion in the diluter. Pipetting test was acceptable and the fluidic system was within specifications. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).